Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was verified and attributed to the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was recertified and returned to the customer. The pd engine board was returned to zoll medical corporation for further evaluation. The customer's report was duplicated and attributed to a resistor on the pd engine board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 76" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.